Event description:
Account contact reports: device placed in 1999. In 1999, catheter detached approximately 6-7cm above the kink guage. Cut-down procedure performed to retrieve detached component from pt.